Event description:
It was reported that an alert was detected for right atrial automatic threshold (raat) suspension. The technical services (ts) reviewed device data and determined the raat failed to measure the threshold due to low evoked response (ER). Additionally, there were non physiologic events, and the health care professional (hcp) was questioning the integrity of both leads. The noise did not look like electromagnetic interference (emi). The ts discussed bringing the patient back into the clinic to performed isometrics and evaluate the leads. This right atrial lead remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).